Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device was difficult to remove. The device was removed by applying counter-traction with an assertive pull. The clip deployed in the intended location, but some bleeding occurred. Manual compression was applied for ten mins to achieve hemostasis. No adverse pt effects were reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.